Event description:
There is a 5-10% battery failure rate across all delivery networks since pump deployment in september. Resolution has been to return pumps to vendor for repair. However, with increasing failures, repair time has been increasing. Manufacturer was made aware of the events.